Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found cuts in the hose near the muffler end. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper assembly/manufacture of the device as the hose was damaged by a manufacturing fixture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device had a damaged hose at the muffler end. There was no delay to the surgical procedure as an identical spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.